Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, wear abrasion, and opening curved on posterior. A leak test and microscopic analysis was performed which identified a void >1 mm in non-textured, valve-to shell-bond area and opening crease smooth on the posterior. The fill test inspection was performed which concluded there was no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior due to fold flaw opening.

Event description:
Patient reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Information contained in this record was previously submitted through asr/ psr on 07/20/2015. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. The device has been explanted.